Manufacturer narrative:
Date of birth not provided. Weight not provided.

Event description:
The dentist placed an abutment screw on (B)(6) 2014 and on (B)(6) 2017 the doctor reports that the patient presented with a loosened unisg screw.

Manufacturer narrative:
A gold-tite square uniscrew (unisg) was returned. Visual inspection of the as received product identified that the screw had fractured horizontally across the threads. There was noticeable wear and discoloration due to usage around the threads and the collar. The square feature had evidence of gouging. A device history review was performed and no related nonconformances were noted. Also a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Appropriate documentation was reviewed and the following information was identified: document type(s) reviewed: biomet 3i restorative manual, instrm rev c 09/16. Information identified: instructions for use of the recommended restoration are provided along with the appropriate torque values. In the case of gold-tite square uniscrew it is recommended to torque at 32-35 ncm. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. The complainant reported that the ¿patient presented with a loosened screw¿. The complaint could not be verified for loosening, as the exact details and condition of device usage could not be replicated. A root cause could not be identified for the reported complaint. Based on the DHR review, there were no manufacturing nonconformities/deviations or material deficiencies identified that could cause or contribute to the reported event. Device evaluated by manufacturer: change ¿no¿ to ¿yes¿.